Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00776. This report is being submitted as additional information. Approximate age of device - 11 months. Investigation conclusion: the reported event of no external power alarm was confirmed via the submitted log file. The log file submitted for review spanned from 31jan2018 to 02feb2018 and showed a low power hazard that on (B)(6) 2018 at 16:12:56. Based on the voltage readings it is suspected that this could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. This prompted the controller¿s internal battery to provide power to the pump as designed. The mpu power source was re-established promptly. The reported mpu ((B)(4)) was tested under work order #(B)(4) on 16apr2018. Upon arrival, the mpu unit was connected with the customer¿s old ac power cord. The unit was run on a mock-loop and no power issues were observed. It was left to run for several days without issue and afterward, when the units power cord was updated with new vlock cord, damage was found in the black threads of the connectors. The unit was left to run for several days again without issue. The battery, size aa qty 3, was replaced and full functional testing was performed, the unit passed all tests. A replacement was sent to the client and repaired unit is now a rental. The patient cable was forwarded to ppe group for further analysis. The reported mpu cable appears to have been misplaced and the cable could not be located by the ppe group. The root cause of the reported event could not be definitively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 from a skilled nursing facility due to complaints of chest pain, shortness of breath and the lvad alarming. Review of device history showed low voltage advisories and low voltage with no external power alarms. Log files were submitted for review. Log file analysis completed by the manufacturer¿s technical services representative revealed 4 no external power alarms. Based on the voltage readings, it was suspected that the alarms were caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. At the time of the events, the internal battery provided power to the pump as designed. The mpu power source was re-established promptly. The customer was advised to replace the mpu. On (B)(6) 2018, the vad coordinator reported that she inspected the mpu and saw no obvious signs of damage. The patient¿s vad system was connected to the mpu for a couple of hours and was no alarms were reproduced. The patient¿s mpu was replaced with one with a ac locking power cord. No additional information was provided.